Event description:
It was reported the pt ((B)(6)) was experiencing a shocking sensation. The physician suspected an issue with the pt's ipg and proceeded with surgical intervention to address the issue. During the procedure, the physician observed a brake in the scs lead. Intra-operative testing revealed several invalid contacts on the lead. The physician concluded that the shocking sensation was due to the break in the lead. The pt's entire scs system was explanted and replaced by the high frequency system (made by a different medical device manufacturer). There were no further consequences reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.